Manufacturer narrative:
Section d information referenced the main component of the system and other applicable components are: product ID 8709sc. Lot#. Serial# (B)(4). Implanted: 2012 (B)(6). Explanted: product type catheter h3-. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016 (B)(6) the pump was returned and the return paperwork noted that the patient had died on 2015 (B)(6) . The cause of death was not determined. However it was reported that the primary cause was mixed drug intoxication and the secondary cause was obesity. The pump was used to deliver an unknown drug and the indication for use was non-malignant pain.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012 product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Analysis of the pump identified no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.